Event description:
It was reported that a patient's device was implanted on (B)(6) 2013 and the "effect was well." It was noted that the patient went home on (B)(6) 2013 and on that day "the symptom could not be controlled." It was reported that the patient went back to the hospital for programming and "the symptom was improved." It was noted that a week later the "symptom could not be controlled again." It was reported that the patient's family would take the patient for reprogramming.

Manufacturer narrative:
(B)(4).